Event description:
It was reported that the patient presented in backup vvi (bvvi) mode after magnetic resonance imaging (MRI) was performed. The device was programmed to MRI settings prior to the scan, however, the implanted system was not MRI compatible and, therefore, the device entered bvvi mode and was unable to be successfully interrogated. Backup defibrillation output was unavailable following the MRI scan. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.